Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on cable unit, noise occurs and no image is displayed and due to poor water-tightness of the cable unit, water tightness is lost. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): should the slightest irregularity be observed, do not use the camera head; contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device has cable damage. There were no reports of patient harm.